Event description:
Shaft frosted during probe test.

Manufacturer narrative:
Actual device evaluated using simulated use testing which confirmed the reported issue. Further evaluation found that a failed vacuum sleeve was the cause of the shaft frosting.